Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while driving to church, the patient suddenly lost consciousness and drove into a bush. No injuries were sustained from the patient¿s accident. The patient¿s spouse gave the patient glucose tablets and he regained consciousness. The patient¿s tandem insulin pump was checked and it had a red ¿x¿ on the screen indicating a wearable failure. Therefore, the patient had not been receiving any cgm values or alerts. Ems was also called. Once ems arrived, the patient¿s blood pressure and an EKG was done. The patient was then transported to the ER. At the ER, the patient¿s bg meter reading was 140 mg/dl. The patient was not provided with any further medication or treatment in the ER. The patient was discharged later the same day. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.